Event description:
A customer reported observing falsely elevated troponin I results for multiple samples from three pts. The samples were negative when tested with an alternative method. Elevated results of this magnitude might cause inappropriate physician action. There was no report of pt harm as a result of this event.